Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause and treatment for the peritonitis was not reported. It was not reported if the patient was hospitalized for the event and the patient¿s outcome was unknown. No additional information is available.